Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. Upon closer observation, it appears that the lower jaw and the upper jaw have been slightly deformed. The flag on the needle that helps load and unload the needle onto the gun is missing. When the device is operated, the jaws do not fully open at once. The ratchet button on the ratchet latch assembly has to be released more than once for the jaws to fully open. When the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. This device is close to 8 years old and possibly has seen heavy use and repeated cleaning/ sterilization cycles. The failure of this device can be attributed to fair wear and tear. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The UDI is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair, it was observed that the needle jammed in the expressew ii gun and needle head snapped during loading. It was reported that the gun would not fire. It was reported that the surgery was continued without using the expressewii, using normal suturing technique. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.